Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the rx promus stent was implanted successfully in the diagonal coronary artery on (B) (6) 2008. The patient was discharged on dual anti-platelet therapy the following day. At the 6-month follow-up on (B) (6) 2009, a reported hypersensitivity reaction (itching and rash) had occurred on (B) (6) 2008. Anti-platelet medications reported at the 6-month visit included asa 75 mg qd and clopidogrel 75 mg qd. There were no known allergies prior to the event. Reportedly, medical opinion indicates that the registry stent was not involved and no anti-platelet medications were related to the event. The event was treated with medications and was classified as 'mild' in severity. The event resolved on the same day, (B) (6) 2008. At the 12-month follow-up on (B) (6) 2009, medications remained the same and no further events were reported. No additional information has been provided. You are receiving this MDR report from abbott vascular as (B) (4) distributes promus in the united states as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B) (4). (B) (4).